Manufacturer narrative:
The reported complaint of r wave undersensing was confirmed. The root cause is r wave amplitude smaller than device programmed sensitivity level. The device was performing per design.

Event description:
It was reported, that the patient presented via a remote transmission. Upon review, the implantable cardiac monitor exhibited undersensing. Programming changes were made. The patient was in stable condition.